Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the reported issue was confirmed; there was a detachment between the sure grip and the tube. The root cause is unknown at this time.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the blue connector disengaged easily. It does not appear to be barely glued. Per additional information received, there was no medical intervention required. The product was unused.